Manufacturer narrative:
The liberty cycler was not received by the plant for investigation. With no serial number available a device history record review was not possible. However, a cycler is not released unless there were no deviations or non-conformances during the manufacturing process.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon the completion of the plant's investigation. There is no documentation in the complaint file supporting a possible association between the liberty cycler and the event of incarcerated umbilical hernia. However, there is a possible association between the episode of incarcerated umbilical hernia and the increase in intra-abdominal pressure that occurs during the normal course of pd therapy. Additionally, there were no allegations against the liberty cycler.

Event description:
It was reported in received patient medical records that the patient had previously had a hernia repair for an incarcerated umbilical hernia. The surgery was done laparoscopically and used mesh. The patient's disposition was not revealed and there are no clinical details available for this event.